Event description:
It was reported that this implantable pacemaker exhibited noise and oversensing on the right atrial and right ventricular channels. It was determined that this was due to electro magnetic interference (emi). Additionally, two signal artifact monitoring episodes were observed. No changes were performed. This device remains in service. No further adverse patient effects were reported.